Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery hook instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery hook instrument fell out. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip of the instrument was not fully detached from the shaft but remained loosely connected by an internal cable. No fragment fell into the patient and there was no patient injury. There was no report of post-surgical complications, and the patient has not returned to the hospital. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken main tube measuring approximately 0.889" from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.